Manufacturer narrative:
The suspect device was not returned to olympus. To resolve the reported problem, the user facility cleaned the contacts of the light source scope connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present and the scope detection did not work. The problem, as reported to olympus, was identified during a function check. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned, however, it was estimated that the indicated phenomenon occurred due to the deterioration of the video connector socket since the device issue was resolved by cleaning the contacts. Olympus will continue to monitor field performance for this device.